Event description:
It was reported the camera head presented no images at all. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector is not attached to the end and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image cannot be displayed due to disconnection in cable unit and the water tightness is lost due to the protector is not attached to the end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.